Manufacturer narrative:
The product related to this complaint is product code 8817748001, product description: 36cm perm cath kit x5, lot number 208214x. The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There were no non-conformances related to the reported issue for the involved lot. There were no changes identified that may impact the product/process related to the reported condition during a period of six months prior to the manufacturing date of 03/21/2012. This complaint is related to a permcath catheter; however the sample received consisted of one incomplete kit of the product mahurkar dual lumen straight catheter kit w/straight extensions. Visual inspection was performed and the sample received did not present signs of use. The customer confirmed the returned red adapter was part of the reported item code, 8817748001. There is no issue with the mahurkar that was returned with this adapter. The red adapter was detached from the extension. Both adapters were reviewed in order to confirm the reported condition observed and it showed that the red adapter was cracked on the thread pitch area; the crack was at 0 degrees of the injection point. The instructions for use (IFU) states it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. The red adapter presented a crack on the thread pitch area, therefore it could be concluded that the adapter was more likely damaged during the use. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; therefore, it can be concluded that the adapter was more likely damaged during use. Moreover, 100% devices are inspected for cracked adapters per procedure. Based on the available information, the most probable root cause is over tightening of the adapter. This failure is being addressed through a corrective and preventive action (CAPA). No additional actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that when conducting the dialysis, the catheter joint was oozing and it failed to conduct dialysis. The service was less than three months. The problem was found post-procedure. The patient was involved with no injury.